Event description:
The customer observed a false positive alinity I total ¿-hcg result for one patient. The following data was provided </=5.00 miu/ml is negative, >/=25.00 miu/ml is positive): initial result was 153.6 miu/ml, repeats were <2.3 and 3 miu/ml. It was noted that the sample tested right before this sample had a result of >5,000,000 miu/ml, so the customer is suspecting that there was carry-over because of the high result of the previous sample. Additional results were provided for troubleshooting purposes only. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. (B)(6).

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated alinity I total b-hcg result on the alinity I, serial number (B)(6). Through an extensive investigation, the fsr found the alinity pipettor probe, list number 03r96-01, and the wash zone probe, list number 08c94-36, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.